Event description:
It was reported during a ventricular tachycardia (vt) ablation procedure, while using the cool path catheter, the pt became asystolic and later developed a pericardial effusion. A non-sjm quadripolar catheter was placed in the right ventricle as the reference catheter. A brk transseptal needle and agilis sheath were used to gain access to the left ventricle. The cool patch ablation catheter and the ensite velocity system were used to create geometry of the left ventricle (lv). During mapping, the lv geometry appeared unusual and larger than expected. The physician believed he was in the left ventricle via the mitral valve however the sheath had actually not passed the mitral valve but instead perforated the left atrial appendage and signals were obtained epicardially from the left ventricle. The catheter position was changed, this time accessing the lv via the mitral valve and the physician began pacing at 500 milliseconds (ms) in the lv to assess vt ECG morphology. While pacing, the pt began to cough and became asystolic. Pacing was stopped and the pt's normal heart rate returned. A transthoracic echocardiogram confirmed a small pericardial effusion. A pericardiocentesis was performed. To check if the short cardiac arrest was due to pacing, the physician restarted pacing at 800 ms and an immediate decrease of the arterial pressure was noted and pacing was stopped. The pt was transferred to surgery and a small hole was found near the left atrial appendage. The pt was reportedly recovering following surgery in the intensive care unit.

Manufacturer narrative:
The catheter was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non conforming material reports as well. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.